Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 02/27/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that the sol-care needle cracked at base when connected with syringe while preparing vaccine.

Manufacturer narrative:
The reported defect could not be confirmed based on the analysis of the customer samples. This appears to be an isolated incident with no evidence of a recurring or systemic issue.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct narrative section h11: the term 'unconfirmed' was mistakenly used; based on the photo received of the suspect sample, the defect can be confirmed. However, the inspection and performed test of the counter-samples did not reveal any anomalies.